Event description:
It was reported that during embolization treatment of branch vessel before evar, the coil prematurely detached from the delivery pusher within the microcatheter. The coil was replaced and the procedure was completed successfully. No patient harm or injury occurred.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.